Event description:
While servicing the device, a philips authorized service personnel (asp) discovered that the newly installed replacement power pca was defective as the display went blank during testing. There was no reported patient or user involvement and no adverse patient/user impact.